Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/25594815. The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related and its causes were unknown. The lot history record review was not possible since the lot number was not reported. Note: the event occurred during off-label use of onyx as a preoperative embolic agent for cerebellar hemagioblastoma by embolizing 2 pedicles of distal superior cerebellar artery. (B)(4).

Event description:
Citation: ramesh grandhi, et al. Comparing angiographic devascularization with histologic penetration after preoperative tumor embolization with onyx: what indicates an effective procedure? J. Neurol surg a 2015;76:309-317. The following report was received by medtronic (covidien) through review of literature: during embolization of a right cerebellar hemangioblastoma, somatosensory evoked potentials from the patient's left arm and leg declined significantly; her brainstem auditory evoked and leg declined significantly; her brainstem auditory evoked potentials and transcortical electroencephalogram remained at baseline. Although there was no angiographic evidence of a thromboembolic event, given the neurophysiologic data it was surmised that the patient experienced a thromboembolic phenomenon involving a thalamoperforating artery. Intraarterial tissue plasminogen activator and integrilin were administered into the basilar artery and right posterior cerebral artery, with an improvement in responses from the arm and leg. Post procedurally the patient experienced some aphasia and left arm weakness that improved with time. It was noted that numerous feeding pedicles were seen off the right superior cerebellar artery and onyx 18 and onyx 34 were used to embolize two of the distal pedicles.